Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal in (B)(6) 2003. Concurrent conditions included loop electrosurgical excision procedure, dysfunctional uterine bleeding and uterine bleeding. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy salpingectomy with removal of essure coils and hysteroscopy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: need for additional surgery. Diagnostic results: on (B)(6) 2016, transvaginal ultrasound was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2005. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in november 2003, asthma, cervical cancer and knee operation. On (B)(6) 2005 patient undergo for essure confirmation test. On (B)(6) 2016, transvaginal ultrasound was performed. Concurrent conditions included loop electrosurgical excision procedure, dysfunctional uterine bleeding and uterine bleeding. Concomitant products included clonazepam (klonopin), dicycloverine hydrochloride (bentyl), ferrous sulfate (iron sulfate), meloxicam (mobic) and salbutamol (albuterol). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspnoea ("allergic or hypersensitivity reaction type: certain perfumes and colognes make me short of breath"), anxiety ("psych injury, psychological or psychiatric problems condition: anxiety and depression"), fatigue ("fatigue"), irritable bowel syndrome ("gi conditions, gastrointestinal or digestive system condition type: irritable bowel syndrome"), alopecia ("hair loss"), irritability ("hormonal changes describe: irritability"), nausea ("nausea"), hot flush ("hormonal changes describe: hot flashes"), gastrooesophageal reflux disease ("gi conditions, gastrointestinal or digestive system condition type: acid reflux"), depression ("psych injury, psychological or psychiatric problems condition: anxiety and depression"), dental caries ("dental problems: was told teeth were weak and decaying from inside") and tooth disorder ("dental problems: was told teeth were weak and decaying from inside") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy salpingectomy with removal of essure coils and hysteroscopy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspnoea, anxiety, fatigue, irritable bowel syndrome, alopecia, irritability, nausea, weight increased, hot flush, gastrooesophageal reflux disease, depression, dental caries and tooth disorder outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving and the pelvic pain, dyspareunia, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, anxiety, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hot flush, irritability, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: need for additional surgery. Discrepancy noted in date of insertion (B)(6) 2005 and (B)(6) 2005. Patient received treatment for dyspareunia (painful sexual intercourse), abdominal pain, dysmenorrhea (cramping), pelvic pain, fatigue, gi conditions, hair loss, dental problems, hormonal changes, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion he told her they were placed properly and none of the dye went into the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. On (B)(6) 2020: no new clinical information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in (B)(6) 2003, asthma, cervical cancer and knee operation. On (B)(6) 2005 patient undergo for essure confirmation test. On (B)(6) 2016, transvaginal ultrasound was performed. Concurrent conditions included loop electrosurgical excision procedure, dysfunctional uterine bleeding and uterine bleeding. Concomitant products included clonazepam (klonopin), dicycloverine hydrochloride (bentyl), ferrous sulfate (iron sulfate), meloxicam (mobic) and salbutamol (albuterol). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspnoea ("allergic or hypersensitivity reaction type: certain perfumes and colognes make me short of breath"), anxiety ("psych injury, psychological or psychiatric problems condition: anxiety and depression"), fatigue ("fatigue"), irritable bowel syndrome ("gi conditions, gastrointestinal or digestive system condition type: irritable bowel syndrome"), alopecia ("hair loss"), irritability ("hormonal changes describe: irritability"), nausea ("nausea"), hot flush ("hormonal changes describe: hot flashes"), gastrooesophageal reflux disease ("gi conditions, gastrointestinal or digestive system condition type: acid reflux"), depression ("psych injury, psychological or psychiatric problems condition: anxiety and depression"), dental caries ("dental problems: was told teeth were weak and decaying from inside") and tooth disorder ("dental problems: was told teeth were weak and decaying from inside") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils and hysteroscopy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspnoea, anxiety, fatigue, irritable bowel syndrome, alopecia, irritability, nausea, weight increased, hot flush, gastrooesophageal reflux disease, depression, dental caries and tooth disorder outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving and the pelvic pain, dyspareunia, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, anxiety, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hot flush, irritability, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: need for additional surgery. Discrepancy noted in date of insertion (B)(6) 2005 and (B)(6) 2005. Patient received treatment for dyspareunia (painful sexual intercourse), abdominal pain, dysmenorrhea (cramping), pelvic pain, fatigue, gi conditions, hair loss, dental problems, hormonal changes, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion he told her they were placed properly and none of the dye went into the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: pfs received events "hormonal changes describe: hot flashes, irritability, allergic or hypersensitivity reaction type: certain perfumes and colognes make me short of breath, psychological or psychiatric problems condition: anxiety and depression, dental problems: was told teeth were weak and decaying from inside , gastrointestinal or digestive system condition type: acid reflux, irritable bowel syndrome" were added. Outcome of events " pain and dyspareunia" were updated as recovered and abnormal bleeding was updated as recovering. Concomitant drug, medical history, lab data and patient demographics were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in november 2003. On (B)(6) 2005, patient undergo for essure confirmation test. On (B)(6) 2016, transvaginal ultrasound was performed. Concurrent conditions included loop electrosurgical excision procedure, dysfunctional uterine bleeding and uterine bleeding. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy salpingectomy with removal of essure coils and hysteroscopy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, nausea and weight increased outcome was unknown and the pelvic pain, dyspareunia, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: need for additional surgery. Discrepancy noted in date of insertion on (B)(6) 2005. Patient received treatment for dyspareunia (painful sexual intercourse), abdominal pain, dysmenorrhea (cramping), pelvic pain, fatigue, gi conditions, hair loss, dental problems, hormonal changes, nausea, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events added from pfs- dyspareunia (painful sexual intercourse), abdominal pain, dysmenorrhea (cramping), hypersensitivity, psych injury, fatigue, gi conditions, hair loss, dental problems, hormonal changes, nausea, weight gain. Outcome of event pelvic pain were updated. Reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.